Manufacturer narrative:
The insulin pump had cracked case at display window corner, battery tube threads, reservoir tube lip and minor scratched display window. Failed battery test due to corroded battery tube. Analysis was unable to perform the operating currents measurement, self test, unexpected restart error test, displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests due to failed battery test anomaly.

Event description:
It was reported via phone call that the battery compartment of the insulin pump was damaged. The customer¿s blood glucose level was 150 mg/dl. The insulin pump was returned for analysis.